Event description:
Kimberly-clark received a report from the (B)(6), stating, "irregularities and abrasions on 'y' adapter." Photos show an area of irregularity on the tip indicating a possible chip in the connector. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and shows the product met all specifications. The sample analysis showed a non uniform edge on the tip of the 'y' adapter. The root cause for damage to this polymer molded component could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.